Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a surgery, the patient started to emerge from anesthesia while placing her in the magnetic resonance imaging (MRI) prior to the ablation. The patient turned her head and bumped the bolt. It was observed that the bolt was loose. The surgeon decided to proceed. The patient was put back under anesthesia. Placement of catheter was good on the initial scans, so the site proceeded with the ablation. The case went as planned and the post op scans looked good. As the surgeon went to remove the catheter, it would not easily pull out. The doctor removed the catheter and the bolt together. It was observed that when the bolt was bumped, it kinked the catheter enough to make it slightly bent. There were no other problems seen on the catheter. There was no patient impact reported and the delay in surgery was less than an hour.